Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 440 mg/dl at the time of incident. The customer reported that they cannot get pump to work. When he goes to do bolus wizard it will not show up. Customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.